Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/27/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. Unrelated to the reported event, the keypad cover was missing. Evaluation revealed that all of the key contacts were properly responsive. No evidence of contamination was found under any of the key contacts. Also unrelated to the reported event, the vibratory function of the pump failed due to poor alignment of the vibration motor contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).